Event description:
The nurse was inserting an 18 gauge IV into patients right antecubital space. He stated he felt resistance and pulled back the catheter. Blood noted to be coming out of the catheter from what appeared to be a hole in the side of the catheter. He described it as being a jagged hole. He discarded the catheter.